Event description:
During preparation for use for a cardiopulmonary bypass procedure, the pump alarmed and displayed the message 'overspeed" and the roller pump stopped. The device was replaced and the procedure proceeded without incident. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.